Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that patient's blood glucose (bg) levels in the 260 mg/dl range over the last 3 weeks are the result of an unspecified problem with the pump. She reports they have done everything they have been instructed to do: basal rates have been adjusted by the health care provider, sets are changed out every day, and she is very vigilant with getting air bubbles out of cartridge before using, but the patient is still getting high bg readings. She decline to troubleshoot the pump. The pump is being replaced. This complaint is being reported due to the allegation that the pump is not delivering accurately and may have contributed to blood glucose excursion. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no errors or alarms associated with the complaint observed in the black or alarm history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.